Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis did not replicate nor confirm the customer reported complaint. The instrument was tested on an in-house system, where it passed both recognition and engagement tests. However, it did not exhibit full range of motion in all directions, and the grip tip did not open and close properly. The instrument passed energy delivery testing across various grip orientations as well as the electrical continuity test. Failure analysis revealed a broken grip cable at the distal end, rather than a broken conductor wire as reported by the customer. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary reported. The specific surgical task being performed when the issue occurred was reported as unknown. It was reported as unknown whether the instrument collided with any other instrument or tool during the procedure. No fragments fell inside the patient's anatomy as a result of any damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy - distal surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury.